Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and was on support for 3 days before escalation to an impella 5.5. Approximately 18 days after the start of impella 5.5 support, the nurse was attempting to reposition the impella 5.5 when the sterile sleeve broke and disconnected near the blue button. There was no harm to the patient. The device remained in use until successfully weaned and explanted four days later. The patient successfully recovered and was transported back to the unit for continued evaluation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. Based on the clinical details the cause of the sterile sleeve damage issue was most likely use related to improper technique during the repositioning.